Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was between 300 mg/dl and 350 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm as insulin pump was exposed to MRI. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No motor error alarms or e70 error alarms were noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked display window and minor scratched lcd window.